Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262088. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. However, based on the description of the of the event it is likely that the device was stored in a humid environment.

Event description:
It was reported that 38 bd intima-ii¿ closed IV catheter systems' needles had rust on them before use. The following information was provided by the initial reporter, translated from chinese to english: "the client reported that rust was found on the tip of needle before puncturing, which was not used by the patient. The same problem was also found after the removal of other indwelling needles, so all indwelling needles in this batch were returned."

Manufacturer narrative:
The reported lot # [9262088] was not found for the reported catalog # [383078]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 38 bd intima-ii¿ closed IV catheter systems' needles had rust on them before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the client reported that rust was found on the tip of needle before puncturing, which was not used by the patient. The same problem was also found after the removal of other indwelling needles, so all indwelling needles in this batch were returned"